Manufacturer narrative:
An investigation has been initiated into the cause of the event and the log files from the machine have been requested.

Event description:
The surgeon noticed that the irrigation/infusion pressure was low resulting in a semi-soft eye during the vitrectomy. This was a diabetic case and there was bleeding during the surgery. He turned on the alternate pressure for about 30 seconds to stop the bleeding and this helped somewhat with the soft eye issue. He was able to complete the vitrectomy and follow with laser treatment and a gas tamponade despite the lower than ideal eye pressure. Because this case was an advanced diabetic case, he did not again increase the irrigation pressure to compensate for the semi-soft eye issue. The surgery was completed. Patient harm did not occur.

Manufacturer narrative:
With regards to this event a pump module and log files were returned for investigation. Investigation of the returned module did not reveal any anomalies. The module was performing in accordance to the release specification. In addition, a log file review and review of the DHR did not reveal any anomalies. Historical review of the complaint database indicated that one similar complaint was logged on the eva surgical system subject to this complaint. This complaint was reported under our reference: (B)(4). Based on the available information, the (root) cause of the complaint could not be determined as no device problem could be detected. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
The surgeon noticed that the irrigation/infusion pressure was low resulting in a semi-soft eye during the vitrectomy. This was a diabetic case and there was bleeding during the surgery. He turned on the alternate pressure for about 30 seconds to stop the bleeding and this helped somewhat with the soft eye issue. He was able to complete the vitrectomy and follow with laser treatment and a gas tamponade despite the lower than ideal eye pressure. Because this case was an advanced diabetic case, he did not again increase the irrigation pressure to compensate for the semi-soft eye issue. The surgery was completed. Patient harm did not occur.

Manufacturer narrative:
An investigation has been initiated into the cause of the event and the log files from the machine have been requested. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not yet been returned to the manufacturer for investigation. The investigation will be completed after the devciue has been returned.

Event description:
The surgeon noticed that the irrigation/infusion pressure was low resulting in a semi-soft eye during the vitrectomy. This was a diabetic case and there was bleeding during the surgery. He turned on the alternate pressure for about 30 seconds to stop the bleeding and this helped somewhat with the soft eye issue. He was able to complete the vitrectomy and follow with laser treatment and a gas tamponade despite the lower than ideal eye pressure. Because this case was an advanced diabetic case, he did not again increase the irrigation pressure to compensate for the semi-soft eye issue. The surgery was completed. Patient harm did not occur.